Event description:
Edwards has learned this patient, a (B)(6) year old male, underwent a valve-in-valve procedure to correct tricuspid stenosis and insufficiency. The 29mm transcatheter valve was implanted into a 29mm pericardial mitral valve, implanted for eleven (11) years and nine (9) months in the tricuspid position, using a trans-femoral approach. Procedure was successful and patient is well.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.